Event description:
Reportedly, the staples are jammed. No additional information concerning this incident is available. Procedure: unk.

Manufacturer narrative:
Although the instrument has not been returned for investigation; the reported condition is similar to the devices that had the torsion spring out of position. The voluntary recall was in response to a condition in which the device may clamp and fire without the staples being formed into tissue. The account had completed the recall letter indicating that no units were remaining in their inventory. The pharmacist has just started working in this hospital and he stated that he had found the device on his desk without any information. The incident date is unknown and since the hospital indicated they had no product from the recall it is thought that this incident occurred prior to the recall.